Manufacturer narrative:
The lot number was unk and the investigation is currently underway.

Event description:
It was reported that during post biopsy mammogram, the marker clip migrated 5.7 cm medially and 2.3 cm caudally from the intended biopsy site. There was no further action taken. There was no reported pt injury.